Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to load a cartridge multiple times; however received minimum fill notifications after filling the cartridge with 100 units of insulin. The customer stated that a new cartridge would be loaded and declined assistance or a follow up from tandem technical support. The customer's blood glucose level was not impacted.